Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to water leakage from the forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end has residual liquid. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process distal end has residual liquid, air/water and suction cylinder have no color, switch box, grip, and right/left/up/down knob have discoloration, plug unit is damaged, image guide protector is shaved, cover of the light guide bundle is damaged, scratches and cuts found throughout the device, adhesive around objective lens has wear, water tightness of forceps elevator is lost, and there is corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.